Event description:
It was reported that during a laparoscopic total prostate procedure, the jaws could not be opened when the device was used on the artery. The patient side of the jaws was fired with another device and the device was removed from the patient. No tissue damage was found. It was unknown which firing the event occurred on. The device did not clamp something hard. There was no unexpected noise. The firing force was higher than expected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information requested: did the surgeon try to pull the trigger from the handle? --- the information was not provided from the hospital. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? --- the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.